Manufacturer narrative:
The iol was returned and evaluated. Microscopic examination found the lens with no visible defects. Based on the iol product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history and trend analysis were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Event description:
Reportedly an intra-op iol exchange was performed in the right eye sulcus. Vitrectomy was needed. There was no patient injury. Additional information was requested, but not received.